Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 200mg/dl to 300mg/dl. The customer states their levels had been as high as 500mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised the pump would be replaced and returned for analysis based on request.

Manufacturer narrative:
The insulin pump was received with the currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.